Event description:
Additional information received reported the patient's incision became infected on (B)(6) 2012, and then again on (B)(6) 2012. The patient experienced fever, drainage, pain, and incisional wound opening. The primary location of the patient's infection was the device pocket. The type of organism cultured was "gram stain, anaerobic." The patient was given intravenous and oral antibiotics and her entire device system was explanted. The patient experienced drug withdrawal symptoms including nausea and vomiting following explant. The patient's infection resolved.

Event description:
As of (B)(6) 2012 the patient did not have a pump implanted but had an appointment to discuss re-implant of the pump.

Event description:
It was reported that the patient just had her pump explanted due to infection. The device system was used to deliver morphine, bupivacaine (marcaine) and compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was supposed to get the staples removed and the incision opened up around the staples, but the managing healthcare provider (hcp) was not available so another doctor "sewed it back up and it seemed to heal ok.¿ it was noted on (B)(6) 2012, it opened up again and you could see the pump this time and they ended up removing the pump.

Manufacturer narrative:
Product ID 8709, lot# l62218, serial# implanted: 1999 (B)(6), explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).